Event description:
Safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: respiratory problems, anaphylactic reactions, mental and emotional distress, mental and emotional anguish, restriction in daily activities, and loss of earnings and earning capacity.